Manufacturer narrative:
Investigation is not required as customer did not lot number of home tests. Request for missing information sent on 01/40/2022, no response.

Event description:
False positive result (s). Customer stated that their daughter tested positive with ff 4 times. Then, she took her daughter to get a lab test and it was negative. Customer is upset because she feels like ff does not work. Will reach out to customer for lot number, expiration date, and photos of test results.